Manufacturer narrative:
The device was returned with the delivery system. The implant coil was still attached to the pusher. The proximal segment of the implant coil was noted to be stretched. The catheter returned with the device was a merit 035 5f impress guide catheter, which tapers down in the ID at the tip. The ID of the catheter tip was measured to be .037" using a pin gauge. The cx35 coil requires a minimum .041" inner diameter catheter throughout the entire lumen of the catheter to function correctly. This catheter is not compatible with the cx35 device. Based on the investigation, the complaint of a detached coil was not confirmed as the implant coil was found to be stretched, not detached from the pusher. The stretching of the proximal segment likely occurred due to a retraction force that exceeded the strength of the coil. The cx35 requires delivery through a minimum .041" inner diameter catheter throughout the entire lumen of the catheter to function correctly. The catheter that was used was not compatible with the cx35 device. The instructions for use clearly indicates the appropriate size catheter to be used with the azur coil.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during placement of an embolization coil, the coil detached. A guide wire was used to retrieve the detached coil. There was no reported patient injury.